Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was down and had a helium leak, patient was taken off the machine. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10 a getinge field service engineer(fse) evaluated the unit. Performed condensation removal. No condensation was found to be inside device. The reported problem was not duplicated or verified. Product passed all functional/safety testing. Replaced pim with safety disk as a precaution and reset date and hours. Verified unit calibrated and passes all functional and safety tests per factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was down and had a helium leak.